Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover and peeled away exposing the foam of the mattress. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. A new mattress was delivered on 12/27/2013. This problem has been assigned to CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.

Event description:
Mattress cover is delaminating.